Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the customer inspected the primary tube and discovered fibrin strands in the sample. The customer did not require further troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctnl) result was obtained on one patient sample tested on a dimension xpand plus with (B)(4) instrument. The initial result was reported to the physician(s). The patient had presented with chest pain, fever, shortness of breath, and chills and also had an elevated d-dimer result. The patient was treated with aspirin and nitroglycerin, then transferred to a different hospital where a new sample was tested using an alternate method. The new sample resulted lower and the original sample was repeated on the same instrument and resulted lower. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant cardiac troponin I result.